Manufacturer narrative:
There is more information on the device evaluation. Correction is being made for information not included in the submitted mdrs (customer reprocessing information, e1, g2, h6). This supplemental report is being submitted to provide this information. Reprocessing information of the facility: · air/water (aw) channel cleaning adapter is not used · it is unknown whether the biopsy channel was brushed. · it is unknown whether the suction channel was brushed. · it is unknown whether the biopsy port was brushed. · it is unknown whether the forceps elevator was brushed. · the reprocessors used are oer-3 and oer-4, but the serial number and the date when the disinfectant was last replaced are unknown. Based on the following investigation results, it is most likely that this device was related to the infection of the patient. Pseudomonas aeruginosa with pot number "307-0" was detected in bile cultures and/or blood cultures of the patient. As a result of the third culture test of the device at the facility, pseudomonas aeruginosa with pot number "307-0" was obtained from the sampling solution of the air supply/water supply channel. Of the total of three culture tests conducted at the facility, c. Glabrata was detected in the suction tube in all the results, and e. Faecium was detected in the suction tube in the results of the second and third culture tests. From the confirmation results of the reprocess procedure at the facility, it was confirmed that there was a clear deviation from IFU that the air/water supply channel cleaning adapter was not used for cleaning the aw channel. Based on the investigation results, regarding the positive culture results of the device it is most likely that the reprocessing of the device was insufficient. Since the product was not returned, visual confirmation and functional inspection could not be performed.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from (B)(6) with the report from the user, it was found that pseudomonas aeruginosa similar to that of the previous procedure was detected in 4 patients who were used the subject device. The details of the process are as follows. [(B)(6) 2021] an endoscopic retrograde cholangiopancreatography (ercp) and bile duct stone removal were performed using the subject device, and bile culture was performed at that time. After that, pseudomonas aeruginosa, klebsiella, citrobacter-positive with pot number "307-0". [(B)(6) 2021] this patient was recovered and discharged. [(B)(6) 2021] there is a report of detection of pseudomonas aeruginosa with pot number "307-0". The user facility thought it was already owned by the patient. [(B)(6) 2021] since (B)(6) 2021, pseudomonas aeruginosa with pot number "307-0" was detected in bile or blood samples of 4 patients who underwent ercp using the subject device. [(B)(6) 2021] the same pot-type pseudomonas aeruginosa was detected from the subject device. The user completed the intended procedure with the subject device. The device had been reprocessed using weakly alkaline cleaning solution. Currently the user does not use the subject device. The user reported this event to a local ((B)(6)) public health center. Omsc is submitting this MDR according to the number of the patients, and this report is 2 of 4.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) obtained additional information about the 2nd patient (B)(6) that was used tjf-260v from the user as following. (B)(6) 2021; uses tjf-260v, (B)(6); uses tjf-q290v patient: (B)(6). Diagnosis: cholangiocarcinoma of the hepatic hilum. Progress: (B)(6); ercp scrutinized, bile duct drainage, etc. Performed. (B)(6); good progress and discharge (no cholangitis). (B)(6); emergency hospitalization due to fever and shock (klebsiella pneumoniae detected in blood culture on the same day). Diagnosed as cholangitis and iliopsoas abscess. Drainage for iliopsoas abscess (k. Pneumoniae detected from iliopsoas abscess). (B)(6); p. Aeruginosa was detected with k. Pneumoniae, enterococcus cloacae, from pus. (B)(6); enbd on suspicion of cholangitis (p. Aeruginosa and 2 other strains were detected in bile). (B)(6); transferred for rehabilitation due to good progress. (B)(6); re-hospitalized for septic shock (enterococcus faecium detected in blood culture). Note: pseudomonas aeruginosa is negative in blood cultures and has been detected in bile on the same day with multiple strains. (B)(6); transferred to another hospital. Omsc was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2021]: exterior (with distal end cap, dry cotton swab wipe): gnc (+). Exterior (with distal end cap, wet cotton swab wipe): gnc¿yeast (+). Distal end (without cap, wash): s. Epidermidis (+). Distal end cap (shake): s. Epidermidis (+). Forceps elevator (outer wipe): s. Epidermidis (1+). Suction channel: c. Glabrata (1+). [(B)(6) 2021]: air/water valve: gpr (+). Air channel: gpr (+). Distal end cap (sonication): bacillus (+). Suction channel: e. Faecium, c. Glabrata (+). [(B)(6) 2021]: suction channel: e. Faecium, c. Glabrata (+). Liquid spilled on the workbench during recovery after removal of the stent: s. Capitis, e.faecium, c. Glabrata (+). Brush insertion: e.faecium, c. Glabrata (+). Liquid leaked from the water channel: p. Aeruginiosa (1+), e. Faecium (+) pot number 307-0 collect after removing the brush (instrument channel port): e.faecium, c. Glabrata (1+) distal end (sonication): c. Glabrata (1+), b. Cereus (+). Brush body: alpha-streptococcus (1+), s. Aureus (+), cns (+), c. Glabrata (+). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3/4, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the cleaning, disinfection and sterilization (cds) was insufficient and/or inappropriate.